Event description:
It was reported that during an attempted implant, the physician was unable to screw the helix into the myocardium. A "broken" helix is suspected. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner and outer insulation of the lead and the helix became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated stretching and damage at implant.